Event description:
Pump infused over 17 hours instead of 40 hours. Fill volume 400 ml. Lot reported 782990 not valid.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The sample is expected, but has not yet been received. When the sample is received, it will be evaluated for a fast flow. The investigation is ongoing. When additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.